Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's competitive device was explanted for an unspecified reason. The chronic lead was interfaced to the replacement device and out of range shocking impedance measurements greater than 200 ohms were observed. Troubleshooting was unremarkable to changes in the impedance measurements and vector breakdown was able to identify the lead was the issue. Therefore, a replacement right ventricular (rv) lead was implanted and successfully interfaced to the device. No additional adverse patient effects were reported.